Manufacturer narrative:
Result: damaged wheel.

Event description:
It was reported by svc report that the pt left foot end molded wheel hub was broken and the cot would not roll safely. No pt involvement or adverse consequences are reported.